Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an error 5 strip issue message when she was attempting to test her blood glucose. Per the ot ultra owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at noon, the patient reported the alleged issue first occurred. The patient reported using oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 15 minutes after the alleged issue first occurred, she felt "shaky." The patient reported on (B)(6) 2012 at noon, she had some glucose tablets (exact amount unknown). The patient reported on (B)(6) 2012 at noon, she checked her blood glucose on a back up accu-chek meter and a reading of "70mg/dl" was obtained. At the time of troubleshooting, the cca determined this was the first time the subject meter had been used. The cca also noted that the patient's testing process was correct and the patient's test strips were in good condition. The cca noted that the test strip did not completely drew in the sample during a retest. The alleged issue remained unresolved with troubleshooting. The alleged error message occurred with blood. This complaint is being reported because the patient claims, due to the alleged issue, the patient was unable to test, therefore made no changes to her usual routine, and developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.